Event description:
It was reported the physician tried to unlock the delivery system and the handle was used, but the stent would not expand. The physician started to remove the whole system; however, during the removal process it was noticed that a part of the stent had expanded, and the physician used the handle again and the stent was placed successfully in an unintended site. A second stent was implanted in the lesion. The pt is reported to be well and conditions are fine.